Event description:
In 2002 a pt received 4 injections of 0.4mg of dilaudid between 10:00 am and 11:00 am through pca mode. The pt complained of add'l pain at 11:00am and a basal rate of 0.1mg was added. At 1:00 pm the pt was awake and alert. Between 1:00 pm and 2:00 pm no injection attempts were made. Pain mgr reports that pt was found pulseless amd breathless at 1:55 pm. The pt received CPR, 3 amps of narcan and was successfully resuscitated.